Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate mode switching due to prolonged pvarp (post ventricular atrial refractory period) was observed. Programming changes were recommended.

Event description:
New information received indicate that inappropriate mode switching due to p-wave in pvarp (post ventricular atrial refractory period) was observed after programming changes. Additional programming changes were made.